Manufacturer narrative:
Concomitant medical product: product ID: 8880t2; serial# (B)(4). Product type: accessory. Product ID 8880t2; serial#: (B)(4); product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding the 8880t2 communicator. On (B)(6) 2020, the healthcare provider reported that they were having an issue pairing to patient's pump. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the healthcare provider replaced the batteries on the communicator. The actions and interventions taken to resolve the issue was the healthcare provider was informed that the sm+, communicator and comm apps needed updating. They connected to wifi and apps updated, updated the communicator successfully. They had the healthcare provider try connecting to device with and without cable - getting no device found attempted 2 times without cable but failed to connect to pump. The healthcare provider stated she would use the old 8840 and call back for further troubleshooting. The issue was not resolved at the time of the report. No further complications were reported regarding the event. On (B)(6) 2020, information was received from the healthcare professional (hcp). The hcp stated the issue was not a communicator is sue. The patient pump was flipped and had to be revised. The hcp was with another patient, so no further information was provided.